Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of the same reference-batch. There are no units in our stock. Tightness test to the sample received has been performed and the unit is tight. Sewing test on artificial skin tissue has been conducted with the sample received and fraying does not appear when pulling the thread through the tissue. As instructed for use: "when working with monoplus suture material, great care should be taken to ensure that the use of surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material". The needle attachment of the sample received has been tested and the result fulfills the OEM requirements a minimum of five samples would be preferred because it is the minimum number of units that requires the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfills the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: (B)(6) thread getting fibrous / core popping after pulling through the tissue. Please test thread with pulling through a tissue. Furthermore the thread detached from the needle very easily.